Event description:
It was reported that during a spinal procedure on a patient, the tip of a lockscrew driver broke off while attaching to the screw. According to the report, the device fragment was immediately retrieved with no patient complications. No further information was reported.

Manufacturer narrative:
Product analysis report: macroscopic examination of the driver confirms portions of two of the four screwdriver blades are broken off from the driver and not returned for analysis. Dimensional and material hardness of the shaft were examined and found to be within print specification. Microscopic examination reveals a quasi-brittle fracture surface and tip deformation noted on one blade.

Manufacturer narrative:
(B)(4)